Manufacturer narrative:
If addtional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
"Surgeon again had trouble advancing the screws to the full depth, but there were definitely screw threads that were able to be capture the post. According to the surgeon this patient also presented with broken screws around the 8-12 week park. Patient is doing ok and doesn't have major pain with it."